Event description:
The following was alleged by the patient's attorney: (B)(6)2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2015 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿there was a very large direct hernia noted with near complete absence of the floor of the canal. The perfix plug was then brought on field and placed within the direct hernia defect. This was secured with multiple interrupted sutures. The onlay mesh was then brought on the field and appropriately fashioned. This was anchored at the pubic tubercle with three interrupted sutures. This was further secured both superomedial along the transversalis and inferolateral along the ileopubic track with multiple interrupted sutures.¿ (B)(6)2015 - patient was diagnosed with direct right inguinal hernia thereby underwent open repair with the implant of synthetic mesh. Per operative notes, ¿the direct hernia sac was clearly identified and it was reduced completely. The using synthetic mesh and placing the plug portion deep to the fascia and deployed. The patch portion was secured at the pubic tubercle, ileopubic tract and conjoined tendon using sutures.¿ (B)(6)2018 -patient was diagnosed with left groin pain thereby underwent open repair with removal of perfix plug. Per operative notes, ¿the previously placed mesh was attached to the inguinal ligament inferiorly and along the internal oblique. The mesh was detached sharply with electrocautery. It was dissected free of surrounding tissues without injury to other structures.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, hernia recurrence and pain.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event.. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 10 months post implant of perfix plug , patient was diagnosed with inflammation and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list inflammation as possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date ((B)(6)2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided related to the alleged adverse outcome. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is only making a claim for an adverse patient outcome against the perfix plug. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿